Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the backup battery not lasting very long. No patient harm reported.